Event description:
It was reported that the patient felt stimulation in the wrong location. After having her device location revised, the patient was not feeling stimulation in her back but in her legs instead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).